Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose (bg) level was 508 mg/dl. The reset occurred while the customer was asleep, and they were unaware of the insulin suspension until the morning. The customer went to the emergency room (ER) on (B)(6) 2022 for five to six hours. The customer received IV and fluids of saline and insulin to address the bg. The customer was released from the ER on (B)(6) 2022 and the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.